Event description:
It was reported the pt's programmer displays a communication error and the pt has lost stimulation. The pt lost the ac adapter and line cord for her charger. Replacements were sent to the pt. Several attempts to contact the pt verify the receipt of the devices have been unproductive.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.